Event description:
I am currently on an insulet omnipod insulin pump. The pod leaked insulin and there was no warning or alarm to let myself know that the pod was leaking. The way I found out was my blood sugar going to 474 and being taken to the emergency room. I discovered when I took the pod off that the insulin had leaked out through the top of the pod and it was extremely wet and smelled like insulin and the insulin was not going through the cannula. This could have caused me to into dka and a possible coma or death had I not been vigilant. I was in the emergency room and had to receive a lot of fluids and insulin to bring my blood sugar down due to me not getting insulin for 6-8 hours. FDA safety report ID # (B)(4).